Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had a decrease in pacing impedance and exhibited noise reproducible with myopotentials. The rv lead also exhibited high capture threshold. Re-programming was performed, and the patient was noted stable throughout.